Event description:
Complainant alleged that while treating a patient (age unknown) the device discharged seven deliveries of energy to the pt successfully; however on the eighth attempt to deliver energy at 200 joules, the device displayed a "defib fault 78" message. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that the pt subsequently exired. Complainant indicated that subsequent to the incident, the device displayed "defib fault 108," "defib fault 72," "defib fault 79" and "defib fault 80" messages.